Event description:
The customer reported 12-lead ECG v3 signal loss. There was no report of patient impact.

Manufacturer narrative:
(B)(4). The customer reported 12-lead ECG v3 signal loss. There was no report of patient impact. A philips field service engineer (fse) evaluated the device at the customer site, confirmed the issue, and resolved the issue by replacing the leads ECG trunk cable.